Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated the alarm was resolved by a complete set changed. Customer declined to return sets and reservoir for analysis. Advised the customer to report back if issues persist. No further information provided.